Event description:
.

Manufacturer narrative:
During a transfer from the bathroom to the bed, there was a creaking noise on the upper bracket of the lift. The two attendants pulled the resident over the bed and the bracket bent and snapped causing the resident to drop to the bed. The resident scratched his lower jaw on the hangar bar of the lift. (B)(4). The cracking of a mast indicates that a lift is being pushed improperly on the lift boom. We replaced the mast the same week of receiving this report. Almost six years later, this incident occurred. The facility informed us that due to the fact that this lift was over 10 years old, they would be retiring it from service.